Event description:
Per letter from surgeon: similarity of packaging between the hakim programmable and non-programmable valves contributed to error in implanting a non-programmable valve into a pt. It had been intended to implant a programmable device. Surgeon contends that similarities in packaging contributed to the error which required an add'l shunt revision to correct the problem.